Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: binder, d, et al. "Risk factors for hemorrhage during microelectrode-guided deep brain stimulator implantation for movement disorders." Neurosurgery online. 2005; 56(4): 722-732. The article analyzed the risk factors for symptomatic and asymptomatic hemorrhage in dbs implantations into the subthalamic nucleus, ventrolateral thalamus, and internal globus pallidus. Reportable events: 3387 lead (n=1) - pt 1 experienced an intracranial during a post operative coughing fit. The patient developed a permanent neurological deficit. 3387 lead (n=1) - pt 2 experienced a symptomatic hemorrhage at the end of the procedure. The patient recovered. 3387 lead (n=1) - patient 5 experienced a symptomatic hemorrhage evolving postoperatively. The patient recovered.